Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main full height drawer 6 was failed and there were no lights on board. A field service engineer (fse) replaced both drawer board and pyxis module controller printed circuit board assembly (pcba) controller module, reconfigured drawer, ran firmware updates and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. The user attempted to reboot and perform a recovery but was unsuccessful. The unit was also power cycled by unplugging and reconnecting the power cable; however, the issue persisted. The back panel was opened and inspected, but the problem still remained. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.